Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent loss of connection issues occurred between the transmitter and the pump. Reportedly, the pump and transmitter regained connection. Customer¿s blood glucose was 130 mg/dl. Customer declined to provide additional information regarding the reported issue, and declined troubleshooting with tandem technical support.